Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips returned were expired. Most likely underlying root cause of malfunction: test strip issue.

Event description:
Consumer complaint of blood result reading of "lo". Customer states that she feels well and requires no medical attention. Customer's expected blood results are 108-130mg/dl fasting. Verified the strips expired 03/18/2015. Customer confirms the strips are stored properly. Reviewed meter memory: 88mg/dl; (B)(6) 2015; 07:32:07 pm; fasting: no, 140mg/dl; (B)(6) 2015; 07:32:07 pm; fasting: no, lo; (B)(6) 2015; 07:32:07 pm; fasting: no, 93mg/dl; (B)(6) 2015; 07:32:07 pm; fasting: no, 107mg/dl; (B)(6) 2015; 07:32:07 pm; fasting: no. No adverse event reported.